Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. Treatment for the peritonitis was unknown. The patient was discharged from the hospital fourteen days after admission and recovered from peritonitis. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2011 the patient experienced peritonitis. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.